Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs patient controller (pc) displays the message "replace generator, generator has reached end of service." The scs ipg has probably reached its end of life and would need to be replaced.

Manufacturer narrative:
The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one and the reported issued resolved.